Manufacturer narrative:
Evaluation summary: a sample is not expected to be received. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. There was no lot number was identified with this complaint; therefore, a lot history review could not be conducted. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iol injected with very high pressure, piercing the posterior capsule and plunged into the vitreous still closed, only opening in the vitreous chamber. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the injector was not returned for evaluation for the report of a delivery issue with the lens using the injector that resulted in a perforated posterior capsule; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).